Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: during investigation, the pump was returned with all the sound settings set to ¿high¿ except the temp basal which was set to ¿off.¿ vibration at the power up alert was observed and the original complaint was unable to be duplicated. The vibration motor was initiated and vibrated continuously with no defects. There was no damage to the vibration motor/contacts observed. Unrelated to the original complaint, the audio bolus button cover was damaged but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 04/07/2017 - correction to serial #.